Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the procedure the driving cap does not lock into the insertion handle properly. This occurred on the first usage of the instrument. There was no surgical delay. The procedure was successfully completed. This complaint involves two (2) devices. This report is for (1)1.5mm drill bit/qc/110mm. This report is 1 of 1 for (B)(4).